Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged patient cable was confirmed. The mpu (serial number: (B)(6) was returned for analysis with a damaged patient cable. The observed damage is consistent with the provided information of a dog chewing on the cable. The patient cable was replaced with a new functional cable, the mpu was functionally tested and passed all testing. The root cause of the damage was reported to be due to the patient¿s dog chewing on the mpu patient cable. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 19jul2021. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: there was damage to the mpu strap and ac power cord. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the mobile power units (mpu) cable connection was chewed on by a dog.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.